Event description:
A sliver of plastic from the suture guide fell into the pt after it was scraped by the suture passer. The sliver of plastic was recovered from inside the pt.

Manufacturer narrative:
(B)(4). The customer did not provide a lot number for this complaint; however, the condition described matches similar complaint for the product. There were no manufacturing issues. As this is a new product launched in 2012 there have not been any related product design/specification changes in the last 2 years. There have been (B)(4) related complaints in the last 12 months that match the product description, product part number and complaint condition. As there have been (B)(4) related complaints for this relatively new product, an investigation was launched to identify the potential root cause(s). The investigation was carried out internally by coopersurgical as well as by (B)(4), a third-party biomedical engineering firm. Based on the evaluation and analysis of the findings of the investigation, product knowledge and the nature of complaint, cause of the reported complaint condition is a combination of the suture guide, and configuration of the suture passer. Risk review and analysis by the (B)(4) at coopersurgical concluded that the reported complaint condition did not result in any adverse event of any known potential adverse event. Data used in the risk review analysis include the complaint records, the initial base of the CT-ii and the opportunities or the procedural volumes of the marketed device. No further actions are needed. Coopersurgical will monitor this complaint condition for any trends. Engineering work request number (B)(4) was initiated to identify a solution to the 'sliver/shaving' issue as a product improvement effort.